Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, asa stated that the pw is not suctioning, and she says she did the water test, and it is not going through the hose, she has not bought a canister kit yet and she has had it for several months now she says. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 29jan2026, it was reported patient experienced inconsistent sleep pattern and perianal skin issues: skin maceration, discomfort (itching, stinging sensation) discolored perianal skin area. Constant perianal cleansing to keep it dry and clean, applied sween cream to protect and prevent serious skin breakdown. They were writing to report a persistent malfunction with our purewick female external catheter system. They purchased the system for an elderly family member, expecting the advertised benefits of maintaining skin integrity and comfort will be met. They have been using the pw system for approximately 2 months since it was purchased last december 2024. They misplaced the external pw catheters that they purchased, hence unable to use the entire system until late last year, 2025. The patient was hospitalized for almost 2 months. The unit has failed to meet its performance expectation, as the company advertised it would maintain adequate suction however failed to deliver its expected performance from the first night it was used to current date. Despite following all troubleshooting guidelines from the purewick website, the system consistently fails, leaving the user (client) and bedding soaked in urine and cleaned 2-3 times per night, risking skin breakdown/dermatitis due to consistent skin soaked with urine and disturbed sleep. They were using night-time only (approx. 2 months). The system had low suction performance capacity, "gargling" sound, and delayed urine transit in the tube down to receptacle. The system has failed to perform to advertised standards from day one. They have already reached out to purewick support rns, and all the troubleshooting steps provided did not resolve the malfunction. The system is under the 3-year manufacturer's warranty. The system is malfunctioning and not meeting its intended purpose. The suction performance appears less than par, leading to inadequate urine collection. This failure was creating a high risk of pressure injuries or dermatitis due to the patient's skin and perianal area is constantly soaked with urine. The "gargling" sound and slow urine drainage as evidenced by consistent urine-soaked perianal skin area and beddings and minimal urine drained in the receptacle for about x 12 hours use per night suggest a potential failure in the pump mechanism or the seal mechanism. Due to the 3-year warranty, they request an expedited replacement of the entire purewick urine collection system unit before this malfunction leads to a severe patient adverse reaction (skin breakdown). They request that this complaint be escalated to quality assurance/field assurance team for investigation. Asked to advise on how to return the defective unit and when to expect the replacement. They look forward to prompt response regarding this warranty claim. Per follow up information received on 02feb2026, it was reported they were writing again this time to formally update regarding the purewick urine collection system recently purchased from your company to be used for my mother. Despite previous communications with you and nurses support representatives, the system continues to perform below expectations. They are reaching out to inform that my mother has experienced another change in condition. A recent urine sample analysis confirmed a urinary tract infection (uti). Based on the performance of the device, it is our strong concern that this infection is due to a malfunction in the purewick system. The perianal area was constantly soaked with stagnant urine due to slow or inadequate suction. Due to these health concerns, they have immediately ceased using the purewick system until they receive a formal response regarding this issue. They expect to hear back regarding this malfunction and the next steps for a resolution.

Manufacturer narrative:
The reported event was inconclusive due to poor sample. Photo samples were returned of the alleged device. Device functionality could not be assessed from the photos returned. Evaluation of the photo samples noted: review of the returned photo samples showed a purewick urine collection device with accessories attached. From the photos no damage to the device, canister, canister lid, or tubing can be seen. The devices suction capabilities are unable to be assessed from the photos returned. The reported event is addressed within the labeling as it states: initial setup: place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. Plug the purewick urine collection system power cord into device outlet (b) and into an ac power outlet. Note: the device should be positioned for easy access to the a c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. Place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Battery power operation (pw200 only). The built in battery recharges any time the device is plugged into an outlet. To fully charge the battery, the system must be plugged in for 12 hours. The battery will supply 8 hours of backup power before requiring recharging. The purewick urine collection system remains fully functional while the device is recharging. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. Turn on the purewick urine collection system by pressing the on/off switch. The purewick urine collection system is working when the switch lights up green and the device makes a soft humming sound. Connect the other end of the collector tubing securely to a purewick external catheter (I). The system is now ready for use. Replace the canister and tubing for each patient according to useful life: every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle). Every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle). If you notice any of the following, replace immediately: canister or tubing has residual urine build-up. Canister or tubing appear cloudy. Canister or tubing appear discolored. Canister becomes cracked. Tubing becomes torn. Purewick external catheter no longer securely connects to collector tubing. Failure to clean and or replace accessories may affect the performance of the system. Troubleshooting: check that the power cord is plugged into the purewick urine collection system and to an electrical outlet. Ensure the electrical outlet is functioning by plugging in another electrical device. Ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks. Separated housing. Not suctioning properly or no suction. Damaged power cord. The purewick urine collection system (pw100 and pw200) contains electrical and/or electronic equipment, and the pw200 product contains a lithium ion battery that must be disposed of per local laws and regulations. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: a, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, customer stated that the pw is not suctioning, and she says she did the water test, and it is not going through the hose, she has not bought a canister kit yet and she has had it for several months now she says. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 29jan2026, it was reported patient experienced inconsistent sleep pattern and perianal skin issues: skin maceration, discomfort (itching, stinging sensation) discolored perianal skin area. Constant perianal cleansing to keep it dry and clean, applied sween cream to protect and prevent serious skin breakdown. They were writing to report a persistent malfunction with our purewick female external catheter system. They purchased the system for an elderly family member, expecting the advertised benefits of maintaining skin integrity and comfort will be met. They have been using the pw system for approximately 2 months since it was purchased last december 2024. They misplaced the external pw catheters that they purchased, hence unable to use the entire system until late last year, 2025. The patient was hospitalized for almost 2 months. The unit has failed to meet its performance expectation, as the company advertised it would maintain adequate suction however failed to deliver its expected performance from the first night it was used to current date. Despite following all troubleshooting guidelines from the purewick website, the system consistently fails, leaving the user (client) and bedding soaked in urine and cleaned 2 to 3 times per night, risking skin breakdown/dermatitis due to consistent skin soaked with urine and disturbed sleep. They were using night time only (approx. 2 months). The system had low suction performance capacity, "gargling" sound, and delayed urine transit in the tube down to receptacle. The system has failed to perform to advertised standards from day one. They have already reached out to purewick support rns, and all the troubleshooting steps provided did not resolve the malfunction. The system is under the 3 year manufacturer's warranty. The system is malfunctioning and not meeting its intended purpose. The suction performance appears less than par, leading to inadequate urine collection. This failure was creating a high risk of pressure injuries or dermatitis due to the patient's skin and perianal area is constantly soaked with urine. The "gargling" sound and slow urine drainage as evidenced by consistent urine soaked perianal skin area and beddings and minimal urine drained in the receptacle for about x 12 hours use per night suggest a potential failure in the pump mechanism or the seal mechanism. Due to the 3 year warranty, they request an expedited replacement of the entire purewick urine collection system unit before this malfunction leads to a severe patient adverse reaction (skin breakdown). They request that this complaint be escalated to quality assurance field assurance team for investigation. Asked to advise on how to return the defective unit and when to expect the replacement. They look forward to prompt response regarding this warranty claim. Per follow up information received on 02feb2026, it was reported they were writing again this time to formally update regarding the purewick urine collection system recently purchased from your company to be used for my mother. Despite previous communications with you and nurses support representatives, the system continues to perform below expectations. They are reaching out to inform that my mother has experienced another change in condition. A recent urine sample analysis confirmed a urinary tract infection (uti). Based on the performance of the device, it is our strong concern that this infection is due to a malfunction in the purewick system. The perianal area was constantly soaked with stagnant urine due to slow or inadequate suction. Due to these health concerns, they have immediately ceased using the purewick system until they receive a formal response regarding this issue. They expect to hear back regarding this malfunction and the next steps for a resolution.